Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while loading the clip onto the clip applier prior to being inserted into the patient. The clip immediately shifts from the jaw. The issue was not related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. The jaws moved when trying to move them. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g. The instrument¿s jaw swayed to the side). No unexpected motion during clipping. The issue was not related to unsuccessful clip application. The issue was not related to clipping or related to clip opening after closure of the clip. The clip did not open after application. The issue was resolved by setting the clip carefully. No clips fell into the patient's body. The instrument was returned to isi for analysis. No photos or videos available for review. No patient demographics were obtained.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the nurse who was handing out the instruments, reported that the large hem-o-lok clip applier instrument was broken because the clips kept coming off after being attached. The item was retrieved from the central supply room. Other size such as ml could be attached without any problems, so it was thought to be defective. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was tested on an in-house system showing 91 lives remaining. The instrument passed clip test, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.